Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the infusion system did not work for the patient. The caller stated that the healthcare provider (hcp) put medication into the pump on (B)(6) 2018, 10 days after it was implanted, and later that afternoon the patient could not urinate and had to rushed to the emergency room to have his bladder drained. It was noted that the next day the hcp replaced morphine in the pump with saline and that the pump would soon be removed. No further complications have been reported as a result of this event.